Event description:
There was no allegation of harm or serious injury. The patient had received results of 83 mg/dl, 278 mg/dl, and 279 mg/dl, all performed within 10 minutes of each other. During troubleshooting, patient was walked through a control solution test, which passed within range. However, the patient had reported that the test strips that gave the result of 83 mg/dl was "possibly curled up on the end". Therefore, this case is reported as a strip malfunction. The patient had not received any medical attention or treatment. Patient's testing technique was correct and the meter was also coded correctly. Replacement meter and test strips were sent to the patient.